Event description:
It was reported that noise was observed on the right ventricular lead. The physician felt it could be indicative of insulation damage to the lead. The lead was capped and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.